Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the patient cabel was out of specification electrically. The cable was to be scrapped.

Event description:
It was reported that the patient adapter and cable, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.